Manufacturer narrative:
Product number 340-4128v, lot crf 10140001 is currently under recall z-1445-2011.

Event description:
Information received indicates the customer experienced air-in-line alarms and bubbles in the tubing.